Event description:
A (B)(6) admitted unresponsive to emergency room following an out of hospital cardiac/v.fib arrest. A hypothermic protocol was initiated, and the patient was admitted to the intensive care unit where placement of left subclavian line placement was carried out. The guidewire was lost and the entire line removed in an attempt to retrieve guidewire, unable to retrieve; team activated for possible retrieval. Approx 15-20 minutes later, patient with frequent pvc's which quickly progressed to v-tach and to v-fib. A code blue was called in, but it was unsuccessful, and the patient was pronounced dead.